Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the missing adhesive and peeling adhesive occurred on the distal end due to a wear problem, stress problem, and degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive around the forceps cover and peeling adhesive around the probe unit. There was no patient involvement.